Event description:
A pt reportedly was unable to test blood sugar on pt's induo meter. Pt's meter allegedly would only prompt "error 2" message. There was no result on their meter. Pt reportedly has been taking pt's oral medications without knowing what pt's blood glucose readings have been (oral medication unk). No further info has been reported.